Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown laparoscopic procedure on an unknown date and suture was used. The needle detached from the thread inside the abdominal cavity in a laparoscopic procedure; an image intensifier was used to search for the needle, it was found and extracted. There was no adverse patient consequence reported.